Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and balloon rupture occurred. Nineteen days post procedure for an aortic endovascular graft with a 6x22 non-bsc stent, the stent appeared blocked. The target lesion was located in the left renal artery. The physician advanced a 7.0x15x150cm express vascular sd stent to the lesion and as they inflated the balloon contrast was observed going out of the balloon catheter. When the physician removed the device balloon the stent dislodged inside the patient and ended up in middle of aortic lumen. The physician advanced an unspecified guide wire and balloon into the left renal artery and minimally inflating the balloon, by hand, and then used the balloon to pull the stent into the left external iliac artery. The physician then implanted the stent in the iliac artery. The procedure was completed with an unspecified stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the express sd catheter was received with no original packaging or other devices. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. There was a hole in the inner shaft 7mm from the tip. There was no damage to the balloon. There was no evidence of any product quality deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and balloon rupture occurred. Nineteen days post procedure for an aortic endovascular graft with a 6x22 non-bsc stent, the stent appeared blocked. The target lesion was located in the left renal artery. The physician advanced a 7.0x15x150cm express vascular sd stent to the lesion and as they inflated the balloon contrast was observed going out of the balloon catheter. When the physician removed the device balloon the stent dislodged inside the patient and ended up in middle of aortic lumen. The physician advanced an unspecified guide wire and balloon into the left renal artery and minimally inflating the balloon, by hand, and then used the balloon to pull the stent into the left external iliac artery. The physician then implanted the stent in the iliac artery. The procedure was completed with an unspecified stent. No further patient complications were reported and the patient's status is stable.